Event description:
During deployment, the user is questioning the shock decision given by the device. The patient survived.

Manufacturer narrative:
(B)(4). User declined to send the device or data cards back for investigation. No further investigation is possible.